Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was damaged at the battery cap compartment. Customer¿s blood glucose level was 290 mg/dl. Customer reported that they were changing the battery and damaged occurred. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, operating currents test due to blank display.